Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that, an 840 ventilator had an inoperable graphical user interface (gui) display. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.